Manufacturer narrative:
Batch review performed on 28 january 2022. Lot 155513a: (B)(4) items manufactured and released on 14-sep-2021. Expiration date: 2026-aug-29. No anomalies found related to the problem. To date, only this item of this lot has been sold. Additional implant involved: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot. 2006677. Batch review performed on 28 january 2022. Lot 2006677: (B)(4) items manufactured and released on 07-oct-2020. Expiration date: 2025-sep-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 month after the primary surgery, the surgeon performed a washout and revised the head and proximal body. The surgery was completed successfully.